Event description:
The day prior to this report, the patient had a kidney ultrasound. The girl that was doing it ¿kept mashing on the pump¿. It was hurting the patient really bad ¿like something was sticking her¿. The patient was concerned that something had happened to the pump by the girl doing that. The patient¿s spasticity was horrible last night. The patient had spasms because of a stroke that she had had many years ago; it affected her left side. The spasms kept her awake because they were so bad. Today, her leg was sore because of the spasms last night. Her left hand was so clenched shut that it could not open on its own; she had to pry it open. It had all started since yesterday. The patient had called her hcp (healthcare professional), but they did not have anyone to look over the system. The patient stated, ¿where tubing connects something is kind of sharp¿. The patient was trying to find another doctor in the city as her doctor had left town. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported the cause of the patient symptoms was unclear; however, the hcp stated that they were likely from positioning from procedure. Per the hcp, the issue was not the device system. The patient symptoms resolved on evaluation on (B)(6) 2015. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).